Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year old caucasian female patient underwent breast augmentation revision with two 400cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered an unspecified breast that has become larger than the other breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was not specified which breast side was larger, so both the left and right breast implant information will be provided. A supplemental report will be submitted when clarification becomes available.

Manufacturer narrative:
On july 1, 2022, mentor became aware that the complication reported was regarding the right breast implant: 400cc mentor smooth round moderate plus profile saline (catalog: 3502400 lot: 9701550 sn: (B)(6)).